Manufacturer narrative:
Additional information received on (B)(6) via email and attached to complaint object: there was no patient involvement with either syringe pump. D10: device available for evaluation: yes. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system failure and pump motor drive alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of "pump motor drive off post" and "battery not working" errors. Functional testing, including running the pump through the power up process, was not able to duplicate the reported issue. The investigation determined that it was probable that the "battery not working' error found in the event history log was causing the "pump motor drive off post" intermittently. The battery was replaced as preventive action. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.